Event description:
An opta pro balloon (5 x 100mm) was used for dilatation, and there was a moderate dissection at the lesion site and distal to the lesion. There was a dissection into the popliteal artery at patellar level. No stent was placed. The pt was randomized to a smart stent, but was treated with percutaneous transluminal angioplasty. It was difficult to recanalize. A subintimal recanalisation with re-entry at patellar level was completed. Due to this distal re-entry (and pt's age) no stent was placed. The puncture site was ipsilateral. The pta was completed, instead of the stent, due to the distal re-entry into popliteal artery at patellar level. The lesion was totally occluded, de novo, and the lesion was calcified. The lesion location was 90 mm above the superior edge of the patella. The total lesion length was 145mm and was occluded. The lesion was 70% stenosed after dilatation.

Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta) to the right superficial femoral artery it was reported that the pt suffered a dissection. No add'l intervention was performed. The vessel was described as totally occluded and calcified. There is no add'l info regarding pt, lesion or procedural characteristics regarding this event. A device history record review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan. With the limited amount of info available and without the return of the product or films of the procedure it is not possible to determine the relationship between the device and the event. However, in this case, lesion/vessel characteristics may have contributed to the reported event.